Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (highest of 375 mg/dl). A bolus was delivered to address bg level. Reportedly, the customer believed that the pump was not functioning. Additionally, the customer alleged that the pump was not delivering boluses. Tandem technical support review the pump bolus history and verified that all requested boluses had been delivered successfully and the history appeared accurate. Additionally, no alerts or alarms were observed to indicate that the pump had suspended insulin delivery. The customer did not accept explanation that the pump was working as intended. Although requested, the customer declined to consult with the clinical diabetes specialist.